Manufacturer narrative:
Sections have been corrected.

Event description:
It was alleged that the infusion device was displaying multiple occlusion errors, making the device unavailable for use. Customer states he took a bolus around 11:30 pm on monday night of 6 units. This was a normal bolus for him. On the morning of (B)(6) 2018 the customer experienced elevated blood glucose symptoms of feeling drowsy, sluggish, a headache, and early signs of dehydration. At 10:30 am the customer drove himself to the emergency room to get insulin injections, because he currently did not have any injections available. When he got to the hospital his blood glucose result was 420 mg/dl on the hospital meter. The patient was admitted into the hospital and diagnosed with diabetic ketoacidosis. The customer was treated with saline, insulin and potassium via an IV drip. He thinks they also treated him with novolog insulin but is not sure. Customer states they took him off of the insulin drip late tuesday night, but his blood glucose started to elevate, so they put him back on insulin IV drip. They again took him off IV insulin last night, (B)(6) 2018, and his blood sugars have remained stable. The customer is currently only being treated with insulin injections. At the time of the report the patient was still hospitalized, but stated that he is going to be released today, (B)(6) 2018. The infusion device was requested to be returned for product evaluation.